Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent gynecological procedures on (B)(6) 2003, and mesh was implanted; and on (B)(6) 2009, mesh were implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2003 and a mesh was implanted. It was reported that patient underwent vaginal exploration and ligation of vaginal cuff on (B)(6) 2003 for vaginal bleeding post hysterectomy and dehiscence of vaginal cuff. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that following the insertion, the patient experienced extrusion, infection, and dyspareunia. It was reported that the patient underwent mesh revision on (B)(6) 2009 at (B)(6) and (B)(6) 2012 at (B)(6) hospital by (B)(6).

Manufacturer narrative:
The patient underwent mesh implantation in order to treat complete uterine procidentia with cystocele and stress urinary incontinence on (B)(6) 2003. It was reported that the patient underwent the concurrent procedure of vaginal hysterectomy, anterior colporrhaphy with supraspinatus ligament fixation and perineoplasty. No additional information was provided.